Event description:
As reported to the edwards implant patient registry (ipr), the patient passed away 5 days post tavr procedure. The cause of death is unknown.it was previously reported that this patient experienced heart block post valve deployment, and was scheduled to have a permanent pacemaker (ppm) placed post procedure (MDR report #2015691-2013-020862). As the patient¿s death occurred 5 days post procedure, it is unknown if the two events are related.

Event description:
As reported to the edwards implant patient registry (ipr), the patient passed away 5 days post tavr procedure. Additional follow up reveals the patient was extremely ill to start, requiring pci prior to procedure. She had a respiratory arrest post tavr. She went to the or for intercostal bleeder and did okay initially. However, she developed sepsis however and succumbed. The post procedure echo showed the valve to be functioning well.

Manufacturer narrative:
Additional information was obtained from follow up with the site¿s commercial valve clinic coordinator. The post tavr echo showed the device to be functioning well. Per report,the patient¿s death was not related to the sapien valve. The patient was extremely ill to start, requiring pci prior to procedure. She had a respiratory arrest post tavr. She went to the or for intercostal bleeder and did okay initially. However, she developed sepsis however and succumbed.

Manufacturer narrative:
Investigation is ongoing.